Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. A visual inspection was performed and showed defects to the outer case. The inlet is broken. The functional inspection found that the device could not maintain pressure, establishing a relationship with the reported event. Root cause was determined as vacuum motor defective and contact to another source. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a renasys go could not generate and control negative pressure and also had visible dents. As this was notice in a service and repair, not patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.